Event description:
Reportedly, the pt had a hysterectomy and sigmoid resection in 2004. Four days later the pt had to be operated again due to a insufficiency of the anastomosis. And again the surgeon tired to make a anastomosis about 15 cm proximal rectum. The instrument did not clamp but the knife had cut. A colostomy was performed.